Manufacturer narrative:
The insulin pump was received with no esc button response due to flattened button dome switch. No black display noted during testing. The connector on lcd board was inspected and no anomaly was noted. We were unable to perform functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement, self-test, unexpected restart test and all the operating current test due to no esc button response. No damage inside pump noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call by customer's father that the customer's pump stopped working. The customer's blood glucose was unknown. The customer inserted a battery, the display did not return. The customer was advised to discontinue pump and revert to back up plan.